Event description:
During an atrial tachycardia ablation procedure, the catheter was difficult to pull back out of the sheath. Upon removal, the catheter was noted to be fractured between electrodes 4 and 5. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Event description:
Manufacturer reference number: 3005334138-2022-00334.

Manufacturer narrative:
One decapolar, spiral loop, inquiry afocusii diagnostic catheter was received for evaluation. The reported withdrawal difficulty was confirmed. The catheter straightener was passed over the loop and was unable to pass over electrode ring 5 due to the foreign material. A white foreign material was noted under electrode ring 5, preventing the straightener from completely passing over the loop, consistent with the reported withdrawal difficulty. The fm and a stock fast-cath introducer were sent for s&t analysis. The ftir spectrum for the two materials were a match. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fm under electrode ring 5 is consistent with damage during use.